Event description:
It was reported that the user experienced elevated blood glucose while using an infusion set and questioned whether the infusion site was properly connected; the highest reported glucose was 265 mg/dl and hyperglycemia persisted throughout the day, with a prior concern for a bent cannula later ruled out by photo review. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included temporary impact to glucose control without hospitalization. Investigation included review of user-provided photos and troubleshooting with education. Investigation of this case revealed no evidence of a bent cannula and an unclear cause for the elevated glucose. It was concluded that hyperglycemia occurred with cause unclear and that device function concerns related to a bent cannula were not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.